Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Crm service notification text 03/20/2022 06:17:23 erp_rfc_user related svn (B)(4) crm service notification text 03/20/2022 06:13:10 uym2 customer concern: cust was calling coz her pump was not working and giving her alarms and the metal piece of the battery cap fell off...cust cannot recall the alarm on the pump dop114-980doc: display - flashing/white/blank/frozen/partial what led up to the event?: blank screen advise customer to disconnect at the quick release: yes is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred?: no is the customer calling back with blank display after receiving a new battery cap?: no is customer reporting blank display?: yes explain possible causes of a blank display. Was display blank for less than 30 seconds and then returned?: no is display blank at time of call?: yes advise customer to remove battery. Did ¿insert battery¿ alarm display on pump screen?: no check if battery is a aa battery. Document type of battery in use: aa duracell advise customer to check contacts on cap for damage. Are contacts on battery cap missing or damaged?: yes advise customer we will send a new battery cap. Advise customer to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives: yes delivered by: 10:30 a.m. Tuesday march 22, 2022 guaranteed.

Manufacturer narrative:
Retainer = black . Customer returned insulin pump for an alleged blank display found on (B)(6) 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2022 02:53:00.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, dog chew marks, cracked case, battery tube threads - cracked, battery tube threads - cracked, label damage(serial number label stained) and corroded battery tube. Blank display was not confirmed however, critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage. Device exposed to moisture confirmed at pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.